Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a large air bubble. Customer's blood glucose level was 386 mg/dl. The insulin pump was rewound with a reservoir in place. Insulin was not stored at room temperature. The device was not returned.